Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU), (B)(4), states to pull negative pressure for 30 seconds prior to advancement into the body. The reported IFU deviation does not appear to have caused or contributed to the reported complaint. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after the xience v stent delivery system (sds) reached the moderately tortuous and moderately calcified target lesion in the mid left anterior descending coronary artery, the physician pulled negative pressure on the sds while in the anatomy and air entered the indeflator. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure due to the device issue. There was no additional information provided.